Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. A diagram was provided by the customer of the involved device. During visual inspection, the 60" pressure tubing was received separated from the male luer. Sufficient adhesive coverage was observed on the end of the tubing. The end of the tubing was not tacky. The probable cause of the separation is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip where the customer reported a spontaneous separation of the joint between the first 3-way valve (closest to the patient) and the opposite tubing. The device was contaminated by a biological liquid. There were no clinical consequences for the patient. The customer provided the product diagram with arrows indicating the fault's location. The status of the product at the time of the event is unknown. The product is available for evaluation. There was patient involvement, but no adverse event/human harm.

Manufacturer narrative:
Additional/updated information can be found in b2, b3, b5, d10 and h6. D9 - date returned to mfg : 29aug2024.

Event description:
Additional information from the customer was received stating that no defects were observed with the device prior to the incident, the spontaneous separation occurred on (B)(6) 2024 while in use during a surgical procedure at a weld without any interference at the end of the surgery after about 3 hours of set-up. The solution used was a saline solution, the saline solution leaked on the patient skin, followed by arterial bleeding through the tubing, the anesthesia team noticed it instantly (monitor alert), there were no clinical consequences for the patient, the tubing was set up according to the manufacturer's original specification, there was no delay in therapy and the therapy was successful.